Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 77-year-old female patient. The impella was inserted for ventricular support during a protected percutaneous intervention (pci) of the left main (lm), left anterior descending (lad) artery, and left circumflex arteries. Upon removal of the 14fr sheath, the physicians were concerned about possible femoral artery issues (clot or dissection). It was noted that there was flow beyond the left femoral head. The physicians decided to watch and wait to determine if any further intervention is required. The post-procedure outcome is survived at explant. Thrombosis can be attributed to inadequate anticoagulation or underlying patient conditions. Dissection can be attributed to user technique or vessel characteristics.